Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing caused by competitive atrial pacing was observed. Programming changes were made. The device remains implanted. The patient was asymptomatic and will continue to be monitored.

Event description:
New information received states that the recommended programming changes were made and the patient was stable.

Event description:
New information received states that intermittent undersensing of ventricular events during the blanking period of atrial paced events was noted. Programming changes were discussed. No further information is available at this time.